Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A probe check on the device was performed. The device failed the probe check and error code u509 was displayed. The distal end of the device was inspected under a microscope and found that approximately 16mm of the probe was detached. The detached probe was returned. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a low interior resection procedure, an error code of u601 probe damage appeared. There was no patient injury reported. No device fragment fell inside the patient. The procedure was successfully completed using a different but similar device. No additional information was provided.